Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump rotor stall alarm occurred. A (B)(6) study was performed and the rotor stall was confirmed. The patient was managed on oral medications for approximately 2 weeks without "any major problems." The pump contained dilaudid 8.3 mg/ml and clonidine 250 mcg/ml. The pump was replaced. A dye study was performed; the existing catheter remained patient and was "sitting intrathecally."